Event description:
Patient may have been revised. Authorization to retrieve explanted components had been signed and received, however, there is no confirmation that the revision surgery had been done.**update** (B)(6) 2012 - medical records were received. The patient was revised to address hip pain with symptoms of fluid accumulation. Also noted corrosion and shredding of the sleeve within the femoral head the the trunion of the hip stem.

Event description:
Update: (B)(6) 2013- plaintiff¿s preliminary disclosure form was received, which identified doi. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.